Event description:
Procedure type: lap gastric bypass. According to the reporter: the product could not be easily loaded. It seemed as though the needle was not loaded in the proper position. In addition, when the product was loaded, needle detached from the device during passage through tissue. No pt injury was reported. Pt is in well current condition.